Event description:
It was reported that the insulin pump has static charge, and the buttons were not sensitive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display. Problem isolated to the interface board. Further testing could not be performed due to the frozen display.